Event description:
Customer reported that he was getting a prime alarm on the insulin pump. During troubleshooting customer reported the drive support cap was protruding. Customer was advised to discontinue use of the device. Blood glucose level was 135 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.